Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a red alert due to high shock impedances out of range with noisy signals and flat line. Technical services (ts) indicated that due to this behavior it is suspected of an electrode fracture. The ts recommended to visit the clinic for a follow up and performing an x ray. Upon review, the plan is to revise the electrode, nonetheless, it is no scheduled. This s-ICD remains in service. No adverse patient effects were reported.